Manufacturer narrative:
(B)(4). Concomitant medical products: oss segmental femoral component catalog # 150355 lot # 267280. Oss tibial bearing catalog # 150411 lot # 312720. Oss femoral bushings set catalog # 150477 lot # 040920. Oss femoral bushings set catalog # 150477 lot # 918980. Oss yoke catalog # 150493 lot # 991160. Oss tibial bushing catalog # 150476 lot # 581390. Oss non-modular long tibial baseplate catalog # 161043 lot # 068050. Compress device segmental anchor plug catalog # 178402 lot # 930680. Compress transverse pin catalog # 178527 lot # 785050. Compress anti-rotation spindle catalog # 178354 lot # 925600. Compress nut catalog # 178512 lot # 885860. Compress centering sleeve catalog # 178537 lot # unknown. Oss diaphyseal locking screw set catalog # 150481 lot # 133790. Compress taper adapter catalog # 178711 lot # 755330. Oss diaphyseal stacking adaptor catalog # 150483 lot # 975100. Oss diaphyseal segment catalog # 150465 lot # 414310. Oss diaphyseal segment catalog # 150464 lot # 556640. Oss axle catalog # 150480 lot # 584290. Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001825034-2018-09174, 0001825034-2018-09175, 0001825034-2018-09178, 0001825034-2018-09181, 0001825034-2018-09183, 0001825034-2018-09418, 0001825034-2018-09420, 0001825034-2018-09421, 0001825034-2018-09422, 0001825034-2018-09423, 0001825034-2018-09424, 0001825034-2018-09425, 0001825034-2018-09426, 0001825034-2018-09428, 0001825034-2018-09429, 0001825034-2018-09430. Product location is unknown.

Event description:
It was reported that after a patient underwent a knee arthroplasty with a limb salvage system the patient went into deep flexion, against the surgeons orders, and heard an audible popping noise. The patient underwent a revision, during which it was reported that the compress nut was re-tightened and the construct was re-assembled using the same metal components with new polyethylene components. No additional information was provided.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.